Event description:
It was reported the patient had no stimulation sensation and stimulation stopped the morning prior to this report. The patient was not able to adjust stimulation and they got an implantable neurostimulator (ins) battery low screen on the patient programmer. When trying to charge the ins for the first time they got a thermometer on the recharger after they charged for a while. The patient was charging normally, but the thermometer popped up. Prior to charging the patient had been given the okay to recharger. The patient had a light weight shirt and the recharging issue started the day prior to this report. A manufacturing representative had been contacted a day prior to this report. Stitches were taken out at the patient¿s healthcare professional¿s (hcp) office on friday and everything was fine. Two days later a manufacturing representative reported the patient was currently charging the ins and they were able to turn it on for a short time. The patient was to continue to charge until the ins was at full capacity. The manufacturing representative stated that everything was fine. Upon device return, analysis of the recharger found the complaint was unverified.

Manufacturer narrative:
Concomitant products: product ID 37751, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).